Event description:
It was reported that the service and repair department documented that the needle is broken off of the depth gauge for 2.0mm and 2.4mm screws. It was found post operatively after the wash. No patient involved. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the one depth gauge (part# 319.006) was returned with complaint category of ¿broken intraoperatively¿. The depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide j8301-I. The returned depth gauge (lot# 6523505) was manufactured on november, 2012 and is approximately 2 years old. The depth gauge was received disassembled. The needle is broken off the graduated body. The slide mechanism on the depth gauge was tested and there are no issues with the sliding mechanism. The outer body of the depth gauge stays intact when the device is held vertically. There are multiple nicks and scratches on the device consistent with normal use. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part#319.006.03 revision e) is extra hard 316ss, which is an appropriate material for an instrument component of this type. A review of the design drawing indicates that the returned part was manufactured to drawing (319_006 revision f). The complaint is confirmed for the complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. Excessive force exerted on the depth gauge or placing / dropping heavy instruments on top of the device during the sterilization process or use could have led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service history review was conducted. The report indicates that the needle broke off. The repair technician reported the protective sleeve was missing. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 18-jul-2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.